Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). On (B)(6) 2017 arjohuntleigh was notified by (B)(6) in (B)(6) about the incident involving enterprise 9000x bed. In received complaint it was reported that the backrest section of the bed raised unintentionally without any button being pushed neither on hand control nor control panel. The staff physically restrained the backrest to prevent it from raising further and the CPR function was activated to return the bed to the flat position. At the time the malfunction occurred the patient with a spinal injuries (intubated and unconscious) was lying on the bed. The resident did not sustain any further injuries resulting from the reported unexpected bed movement. Following the information reported by the customer facility, there was no one standing near the bed that could inadvertently activate any of the bed controls. It was also said that there were no items (e.g. Pillows) in proximity to the control panels which could push control panel buttons. It needs to be emphasized that all manufactured enterprise 9000x beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The bed in question was not under arjohuntleigh service contract therefore we are not in a position to determine if adequate preventative maintenance was performed in accordance with our recommendations. After the malfunction occurrence the bed was inspected by arjohuntleigh technician. The evaluation revealed that there was no technical deficiency found within the device. The reported malfunction could not be recreated. The general condition of the bed was found to be good and all device functions were working correctly. To ensure the safety of our products the instruction for use provided together with the involved device (746-591_en_8 dated on jan 2017) includes information regarding the possibility of activating the beds function without the intention and how this situation can be avoided: warning: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patients' controls", warning: "(...) When pushing or pulling the bed; do not hold the side rails or any attached accessories", warning: " store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls", warning: "take care not to squeeze or trap the handset cable between moving parts of the bed", warning: "the controls require only a single press to activate. To prevent unwanted movements of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls". Information: "function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." Although no injuries were reported in relation to this incident, the complaint was decided to be reportable as the bed was being used for patient handling at the time of the uncommanded bed movement. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were unable to determine the exact root cause of claimed failure. The reported malfunction could not be recreated and no fault was found within the device. The device was reported to move on its own and from that perspective, the enterprise 9000x bed did not meet its performance specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon the conclusions of the investigation.

Event description:
On 2017-sep-22 arjohuntleigh was notified about the incident involving enterprise 9000x bed. It was reported that moved unintentionally without any buttons being pressed while being used by a patient (intubated and unconscious). There was no reported injury.